Manufacturer narrative:
On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer facility to address the reported event. Fse ran a daily maintenance procedure that failed due to multiple ll errors. The fse then disconnected all of the cables from the boards to the detector and substrate systems then reconnected all the cables. He then re-ran the daily maintenance which passed with no more errors. Afterwards, the customer ran controls on all assays which passed well in customer lab quality control range. After the service, the aia-600-ii bcr was working as intended. No further action required by fse. Most likely cause for this event was bad connections from the detector to the boards. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, a customer reported that their substrate does substrate doesn't last more than 3 to 4 days with their aia-600-ii bcr. The customer was unable to run lh-ii and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lh-ii and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.